Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced a breach in aseptic technique and digestive trouble due to food which led to peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by vomiting, diarrhea, abdominal pain, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for peritonitis. The patient was retrained in aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On the day prior to the receipt of this report, the patient was discharged from the hospital. That same day, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.